Event description:
Depuy ¿tibial insert fixed bearing tc 3 12.5mm¿ was implanted in error. Surgeon requested. ¿tibial insert fixed bearing stabilized plus 12.5mm¿. Human error in that the depuy vendor handed the wrong insert to the surgeon and that this was implanted in error. Pt required a second surgical procedure the following day to remove the wrong implant and the correct one placed. Both inserts are boxed in similar looking boxes, same coloring and lettering with only subtle differences in the picture of the insert. The similarities of the boxes has been considered to be a contributing factor in this event. Reason for use: knee replacement.